Event description:
It was reported that the pump was replaced due to eri (elective replacement indicator) which was 3 months. It was also stated that they were unable to aspirated drug or csf (cerebrospinal fluid) from the catheter. The old catheter was tied off and not removed from the patient. The drug infused was baclofen 2000 mcg/ml at a daily dose of 300 mcg/day. No patient adverse events were reported. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed no anomaly, normal device function. As reported, the catheter was not removed.